Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received via medtronic that the insulin pump had keypad anomaly and retainer ring anomaly. Troubleshooting was performed. Customer advised the buttons had to be pressed multiple times and were unresponsive. Customer advised the retainer ring was damaged however the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.